Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Endophthalmitis is identified in the labeling as a known inherent risk of cataract/trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Endophthalmitis is an inherent risk of any ocular surgery and the etiology of the infection in this case is not known. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient presented with a postoperative infection. The surgeon conferred with glaukos medical monitor who reported the following. The reported infection was characterized as endophthalmitis and a vitrectomy was scheduled to be performed by a retinal specialist. In addition, treatment options were discussed. Additional information is being requested.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for lot 127065. There were no similar issues reported for this lot #. A review of the device labeling was completed. Decreased/impaired vision and corneal damage are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Based on the information received, blepharitis and corneal suture contributed to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Per report, the patient underwent an uneventful left eye cataract plus stent procedure. According to the surgeon, blepharitis and corneal suture contributed to the endophthalmitis. The eye was cultured with the result indicating staphylococcus lugdunensis. The patient was treated with anterior chamber (ac) washout, vitreous tap, pars plasma vitrectomy, including antibiotics with two (2) additional corneal sutures. Reportedly, the patient developed corneal ulcer after corneal sutures were removed. Per retina specialist, the patient¿s visual prognosis was poor. The patient was being followed for resolution of the corneal ulcer.